Event description:
It was reported that it was necessary to explanted the 'biosure regenesorb' screw around 10 months after the primary surgery because the patient was intolerant to the device; the screw was explanted. The status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that it was necessary to explant the 'biosure regenesorb' screw around 10 months after the primary surgery because the patient was intolerant to the device. The revision acl procedure was successfully completed and status of the patient is good, alive with no further complications reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. It was communicated via e-mail that the repair of the acl was successfully performed and the patient had no other consequence. Should any additional clinical information be provided this complaint will be re-evaluated. Insufficient product identification information was provided and thus a complaint history review could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be performed. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the risk management file was updated to document the failure appropriately. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). Correction in b5.

Event description:
It was reported that it was necessary to explant the 'biosure regenesorb' screw around 10 months after the primary surgery because the patient was intolerant to the device; the screw was explanted. The revision acl procedure was successfully completed and status of the patient is good, alive with no further complications reported.